Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 26 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with by her husband, she got a peanut butter sandwich and they called emergency treatment. Customer stated that they had emergency arrived and they gave her a bag of glucose. Customer stated she was a brittle diabetes. Customer did not hospitalized. Customer confirmed that her insulin pump was functioning properly. The device will not be returned for analysis.